Event description:
Catheter was placed 5/6 & pt delivered 5/7. Resistance was met during attempt to remove. Clinician repositioned pt several times but removal still not possible. Decision made to cut catheter so approx. 5-6" of distal end remained outside patient & it was taped securely to back. Approx. 1 hour later, another attempt made at removal. However, catheter no longer visible. Under fluroscopy, catheter found to have migrated approx. 6" in pt's back. Retained piece scheduled to be removed 5/06. No complications reported.